Event description:
Edwards has learned that an aortic pericardial valve was explanted after an implant duration of 6 years, 2 months and 18 days. The patient had been monitored for an ascending thoracic aortic aneurysm and root dilation after implant. The initial indication for surgery was ascending thoracic aortic aneurysm. Through follow up with the health care provider, it was learned the explant of the aortic valve indicated aortic stenosis. The surgeon also indicated initial there was no infection or dysfunction of this valve at time of explant. A bentall procedure corrected the aortic root aneurysm and root dilation. Patient reportedly was alert and cooperative with good vitals at pod-5.

Manufacturer narrative:
Evaluation results: as received, thrombi was observed on the outflow aspect on all three leaflets. Thrombi restricted mobility in leaflets 1 and 2 and lead to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrated no visible calcification and commissure 3 wireform distorted. Sewing ring was cut near leaflet 1. Wireform was also exposed near leaflet 1. These damages are most likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer report of stenosis could be confirmed due to host tissue overgrowth that restricted mobility of the leaflets. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.